Manufacturer narrative:
Results of investigation: the root cause of the issue was due to training deficiency. As a resolution the clinical staff director did further training for this account". (B)(4) states that complete performance and verification checks performed. No hard ware failures are visible on the logs during the reported time frame. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time log files has been sent and analyzed by technical support. Perform performance check/verification. Maintained unit running extended time of 2hr. Device was returned to service. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator was delivering high positive end expiratory pressure (peep) without an alarm. This event happened during patient use. There was no known consequences or impact to patient.